Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). The device (hamilton-c2 ventilator) was manufactured in 2015, prior to the FDA UDI compliance date (september 24, 2016) applicable to class ii devices. Therefore, no UDI has been assigned. The device is identified by model number 160002 and serial number (B)(6).

Event description:
Hamilton medical ag received the following event description: technical fault 231009 and 431002, vent stopped functioning during use on a patient. It was originally found that one of the cables connecting the blower to the main board had broken, the cables were replaced but this did not resolve the issue. Hamilton tech support suggested replacing the blower entirely - no health consequences or impact - no intervention necessary.